Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2022, UDI#: (B)(4) h3. Analysis of the communicator found not charging and would not power on. Tm90 micro usb port/hub was visually damaged (micro usb port bracket broken, charge port loose and burnt l3 on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was cancer chemotherapy/other carcinoma. The patient reported that for the last couple days the communicator kept saying the battery was low and needed to be recharged. The patient stated that they kept plugging the controller into the ac power supply, but that did not resolve the issue. The patient then stated that the communicator was now completely dead and they have not been able to deliver a bolus since yesterday morning. An email was sent to the repair department for a replacement communicator as it won't charge.